Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: the bending angle in the up direction did not meet the standard due to wear of the angle wire, the electrical connector was corroded by water leakage, the control unit was corroded by water leakage, the connecting tube was dented, the connecting tube was wrinkled, the channel tube was broken and not waterproofed, the suction volume did not meet the specification due to a broken channel tube, the distal end was not conducting, the grip was sticky and the switch 2 was not functioning due to corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the bronchovideoscope switch 1 was not working. The issue was found during preparation for use. The diagnostic procedure was completed with another similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had peeling coating (more than 1 mm2). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the connecting tube peeling the coating (more than 1 mm2) was during device handling by the user, physical stress/chemical stress were applied to insertion section. The event can be detected/prevented by following the instructions for use which state: ¿3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿. Olympus will continue to monitor field performance for this device.